Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is re-using insulin, and using cold insulin. Tandem clinical support informed customer that re-using insulin, and using cold insulin, is off label per the user guide. Reportedly, the customer went to the emergency room with a blood glucose level of 770 mg/dl. The customer attempted to treat the elevated blood glucose level with manual insulin injection. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.